Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the foley was placed for spinal hardware removal, baclofen catheter removal, and PICC line placement procedure with long anticipated duration. The 14 french foley was placed easily, urine returned, 10 ml of sterile water was instilled into balloon (verified that this was appropriate amount), and the foley was connected to drainage bag and working appropriately. Mid case, the anesthesiologist noticed urine had stopped flowing into the collection bag. The foley had not been moved, touched, or manipulated. After flipping patient supine, it was noticed that the balloon on the foley had a ruptured and the foley had slipped out while the patient was supine. A new foley was placed.

Manufacturer narrative:
Added b5. Samples were not received for the investigation. A device history record review could not be performed because the lot number received was invalid. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.

Event description:
Per additional information received, no further medical intervention was required.